Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 3006705815-2019-03150, 3006705815-2019-03151.

Manufacturer narrative:
The explant date should be (B)(6) 2019 in the initial report, which is reflected in this follow up report 1.

Event description:
Related manufacturer report number: 3006705815-2019-03150, 3006705815-2019-03151. Additional information received indicates that the issue was resolved post-operatively.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 3006705815-2019-03150, 3006705815-2019-03151. It was reported that the patient was experiencing pain at the ipg site. Patient also reported that ipg was protruding out from the pocket and is tender to the touch. As a result, surgical intervention was undertaken where in the ipg was explanted and replaced.